Event description:
During the deployment of zilver stent broken. Zilver metal stent's part remain inside of the patient. (B)(6) 2026 (same time) biliary plastic stent deployed. 1. Please provide the tracking information for the returned device. Ans: yet not courier. 2. What endoscope channel size was used? Ans: 4.2mm 3. What was the target location of the stent? Ans: cbd 4. Details of the wire guide used (name, diameter)? Ans: visiglide wire 0.025 5. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? (If altered please indicate the procedure type (e.g., choledochojejunostomy)) ans: choledochojejunostomy anatomy. 6. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) ans: not noticed. 7. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Ans: same procedure. 8. Was resistance encountered when advancing the delivery system to the target location? (If resistance was felt how did the physician deal with the resistance encountered?) Ans: stricture was tight so normal resistance felt. 9. Was the stent fully deployed from the delivery system prior to removal? Ans: no, partially deployed. 10. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) Ans: no. 11. Was the stent being placed through the side wall of a previously placed stent? Ans: no. 12. Was pre-dilation/post-dilation performed? Ans: pre-dilation done. 13. What was the position of the elevator during advancement/deployment/removal? Ans: elevator was off.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.